Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient's representative that about a week ago the patient's deep brain implanted neurostimulator (ins) was somehow turned off. When they used the patient programmer to turn the ins back on, the patient started having severe muscle spasms and parkinson's tremors. Caller stated that the patient also started to experience facial distortion and severe tremors with the therapy back on. Agent asked if the patients implant may have gotten below 25% or wasn't charged and caller said patient was in the hospital and was in isolation with covid at the time of the event. Agent had caller check implant battery level using patient programmer during the call and caller confirmed implant was fully charged with therapy remaining off. Caller did not know if the settings that they were seeing on the programmer were same settings prior to the implant turning off. Caller stated that with the implant turned off the patient had mild tremors in comparison to the therapy being turned on. Agent redirected to a healthcare provider; however, the patient does not have a managing physician at this time. Caller requested that the field be notified to see if someone could assist as the patient is in a long-term care facility. Agent emailed field staff notifying them of situation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturer's representative provided additional information indicating that the battery turned off after being discharged while the patient was hospitalized for a month. The representative noted meeting the patient on (B)(6) no emergency medical intervention was needed. To resolve the issue, the patient recharged their battery, and the amplitudes were lowered to improve comfort with the settings. Therapy was successfully turned back on, and the problem was resolved.